Manufacturer narrative:
Patient ID/case reported as #(B)(4). Infection occurred on unknown date between (B)(6) 2018 and (B)(6) 2018. Additional procode: ktt. Lot number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of exfix schanz pin from the proximal one-third of the femur due to an infected pin site. The patient was originally implanted with the pin on (B)(6) 2018. The pin site was cleaned and a new pin was placed on a different site. The procedure was successfully completed with no surgical delay reported. This report is for a 5.0mm self-drilling schanz screw 80mm thrd/200mm. This is report 1 of 1 for (B)(4).